Manufacturer narrative:
The user-reported underinfusion issue was confirmed. In addition, the motor was replaced for precautionary purpose. The device was recalibrated and tested to meet all specifications on 10/02/2017.

Event description:
The user reported that the device was under-infusing for 7.0% on (B)(6) 2017. Zyno medical has received the device on 09/26/2017 and performed testing on 09/28/2017. The device was found to have a flow rate accuracy of -22.42%, which was outside of the +/-5% specification. No patient was involved in this case.